Event description:
The user stated they received a call from a physician that a creatinine result is too low on a patient. They initially recovered 1.1 mg per dl and reported this result. They reran the sample on (B) (6) 2009 on the same instrument and recovered 2.1 mg per dl. They also ran the same sample on the p1 instrument (B) (4) and recovered 2.0 mg per dl. The user stated they also had two other patient samples that were affected on (B) (6) 2009 and the results had to be corrected. The user could not provide any data for these patient samples. None of the patients were adversely affected. The field service representative determined adjustments to be the cause and adjusted the gp pressure, the rinse station and added probe washes. To verify the analyzer performance, he ran calibrations, qc and a precision check with good results.